Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 32 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that an echocardiogram indicated an outflow graft kink. The echocardiogram, completed at discharge on (B)(6) 2016, showed that the inflow cannula was tilted slightly towards the septum, but did not abut the septum. The outflow graft may have been kinked near the entrance to the ascending aorta but was not obstructed. Reportedly, there were no specific effects on the patient. The lvad was interrogated with no alarms noted. The observation was managed conservatively with an increase in the lvad speed by 100 rpm. Surveillance CT scan completed one week after discharge had no significant findings.

Manufacturer narrative:
The report of an outflow graft kink could not be confirmed and a specific cause for this event could not conclusively be identified through this evaluation. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. In addition, the IFU outlines all pump parameters, provides information regarding the assessment of pump flow, and outlines all system controller alarms and the appropriate actions associated with each alarm condition. No further information was provided. The manufacturer is closing the file on this event.